Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6: 2006. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: 2007. Concomitant medical devices: part# unknown/ unknown head/ lot # unknown; part# unknown/ unknown taper/ lot # unknown; part# unknown/ unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034 -2020 -04085.

Event description:
It was reported that patient underwent hip revision surgery approximately 13 years post implantation due to osteolysis and high chromium numbers in patient¿s blood. During the revision the surgeon removed dark tissue that the surgeon believed was from metal staining. The head component was removed and dual mobility was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.